Event description:
It was reported that this right atrial (ra) lead was implanted and later that day they found the lead was dislodged. The patient had to have a lead revision performed. Additionally, it was noted there was a stored signal artifact monitor (sam) episode during the revision procedure in which was due to the device being out of the pocket. All pacing impedances were reported to be greater than 3,000 ohms. The lead revision was successful and remains in service. No additional adverse patient effects were reported.